Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in his sleep. The caller stated that the customer's death was not insulin pump related. The cause of death was cardiac arrest, vascular disease, uncontrolled diabetes and hypertension. The caller stated that the customer's blood glucose was very low at the time of death. The caller did not know the exact blood glucose value. The last recorded blood glucose value was 64 mg/dl on (B)(6) 2016 at 01:30 am. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis and did not wish to upload to carelink at the time of the phone call. They stated that they can do it later.